Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and after doing so, the malfunction code did not recur. The customer was informed they could continue using the pump and was advised to call back if any issues arose again.